Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for an embolus located at the left middle cerebral artery m1 segment. Approximately 4 hours post procedure, symptomatic intracranial hemorrhage was observed at the treated area. Glycerol was administered and the patient was later discharged. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a successful mechanical thrombectomy procedure with the subject retriever for an embolus located at the left middle cerebral artery m1 segment. Approximately 4 hours post procedure, symptomatic intracranial hemorrhage was observed at the treated area. Glycerol was administered and the patient was later discharged. No further information is available.